Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2016, attempts had failed to implant two pacemakers consecutively among which there was the subject pacemaker (sn (B)(4)), in the scope of a replacement due to normal battery discharge with the same leads implanted. Once the subject device was connected to the leads and inserted in the pocket, the physician noticed that it did not work, and then it was explanted and replaced by another one. Same behavior was observed with another device. Proper functioning of the leads was checked and good values were obtained. It was reported that the leads were unipolar and as indicated in the implant manual, the as shipped value for sensing and pacing polarities is bipolar, explaining the reported issue observed.

Event description:
On september 5th, 2016, attempts had failed to implant two pacemakers consecutively among which there was the subject pacemaker (sn (B)(4)), in the scope of a replacement due to normal battery discharge with the same leads implanted. Once the subject device was connected to the leads and inserted in the pocket, the physician noticed that it did not work, and then it was explanted and replaced by another one. Same behavior was observed with another device. Proper functioning of the leads was checked and good values were obtained. It was reported that the leads were unipolar and as indicated in the implant manual, the as shipped value for sensing and pacing polarities is bipolar, explaining the reported issue observed.

Manufacturer narrative:
Electrical and visual characteristics of the returned device conformed to established specifications.

Event description:
On (B)(6) 2016, attempts had failed to implant two pacemakers consecutively among which there was the subject pacemaker (sn (B)(4)), in the scope of a replacement due to normal battery discharge with the same leads implanted. Once the subject device was connected to the leads and inserted in the pocket, the physician noticed that it did not work, and then it was explanted and replaced by another one. Same behavior was observed with another device. Proper functioning of the leads was checked and good values were obtained. It was reported that the leads were unipolar and as indicated in the implant manual, the as shipped value for sensing and pacing polarities is bipolar, explaining the reported issue observed.